Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that 11 to 12 years following intraocular lens (iol) implantation, the iol was observed to be completely opaque. Additional information was received, indicating that the patient has been experiencing worsening vision. The event is expected to resolve with iol replacement.